Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that for "ICU no. 36, today around 16:50~17:00, a waveform assumed to be a vt has been recognized as such, but one time it was recognized as a multifocal pvc, etc. Also, the bedside alarm hasn't sounded so would like an investigation". No death or patient / user injury or harm was reported.